Event description:
It was reported that patient lost therapy and x-rays indicated that the l4 lead had migrated. Targeted pain pattern is right foot. Lead diagnostics also showed an impedance problem on the lead. Surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.